Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined: the cutter was damaged, the roller was discolored, the unit was out of calibration. The cutter and roller were replaced and the unit was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during instrument check prior to surgery the roller was found to no longer cut properly; defective. There was no harm. No adverse events were reported as a result of this malfunction.